Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm. The blood glucose was unknown at the time of the incident. Customer stated that, she bought new batteries and has tried changing the batteries but it keeps alarming with the failed battery alarm. Troubleshooting steps were guided for failed battery test alarm and again customer received with same alarm. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.